Manufacturer narrative:
The customer reported that the device shutdown unexpectedly. The device was evaluated locally. Multiple parts were replaced to resolve the issue, including the power supply as well as the control, battery, and power pcas. Since multiple parts were replaced, we cannot determine conclusively which part resolved the issue.

Event description:
The customer reported that the device shutdown unexpectedly.